Event description:
Patient death reported in conjunction with deployment of AED. (B) (4).

Manufacturer narrative:
AED electronic memory reviewed. Result - product voice prompts and labeling instruct user on effect of artifact on analysis and actions to take when present. Conclusion - cannot conclude that user error did not contribute to event.